Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) cylinders replaced due to pain. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder outer tube had a hole from wear at a fold. The identified hole was consistent with explant damage. No damage was present in relation to the inner tube of both the cylinders; therefore, the cylinders passed the leak test. The pump was visually and microscopically examined, leak and functionally tested. No leaks were found. The pump was functionally tested and did not pass the deflation and activations tests. The identified anomaly in the pump could not confirmed the reported patient symptom. However, the reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) cylinders and pump were replaced due to pain. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.